Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 20 mg/ml of morphine at 8.01 mg/day via an implantable pump. The indication for use was not provided. It was reported the patient missed their refill and the empty reservoir alarm occurred (B)(6) 2019. It was indicated the pump may possibly get refilled on the day of the call, (B)(6) 2019. It was reported the patient missed their refill and their pump was empty because they were in the intensive care unit (ICU) at the hospital and the doctor believed the patient had a stroke. It was indicated by the patient's doctor that the stroke was not related to their infusion device or therapy. Empty reservoir considerations were reviewed. No symptoms were reported related to the patient's infusion device or therapy. No further complications were reported or anticipated.